Manufacturer narrative:
Follow-up #1 date of submission 07/13/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/29/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust/corrosion was found in the battery compartment and on the underside of the returned battery cap. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified.